Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. . Based on the results of the investigation, b30 error occurred, when an abnormality occurs in the communication between the endoscope and the processor. It can surmise, that scope communication error (b30) occurred, because communication failure occurred, due to faulty scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the light source had faulty scope socket (b30 error). There were no reports of patient involvement.